Event description:
A review of service data detected a reportable event. During servicing of monitor, which was returned for routine maintenance, it was discovered that the monitor would not start up. The last pt to use this monitor did not experience any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The cause for the monitor not powering up was due to a defective auxiliary ca board that drew excessive current. The root cause of the defective ca board is unknown, but is likely random component failure. The monitor was repaired, retested and restocked. No adverse event resulted from the defective auxiliary board. The last patient to use this monitor did not report any problems with it.